Manufacturer narrative:
This event was originally reported under the voluntary malfunction summary reporting program via MFR report # 3015967359-2024-01439.h6: the quality investigation is complete.

Event description:
It was reported that during a revision surgery on a patients knee, the blade mount broke. It was also reported that there were no adverse consequences or no medical intervention, a delay was reported, but the length of time is unknown. It was further reported that the procedure was completed successfully.